Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Three green wrenches returned with lead. Resistance testing found the lead was not electrically continuous. Detailed analysis determined that x-ray of lead inner coil was inconclusive, suspected fracture under tip collar. Tip of lead outer insulation cut to verify fracture under tip collar. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during an implant, the right atrial (ra) lead experienced helix extension issues. The ra lead was repositioned multiple times. The patient had a difficult anatomy. The ra lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.